Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving 10mg/ml of dilaudid at 1.9mg/day via an implantable pump for spinal pain. It was reported the patient was experiencing pain as the pump pushed against their iliac crest. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was indicated the patient was very small and petite in size so there was little room between the iliac crest and the patient¿s rib. No diagnostics were done. Surgery was performed to relocate the pump pocket 1-2 inches above the original pocket on the patient¿s left abdomen. It was reported the issue had been resolved at the time of the report. The patient¿s status was provided as alive - no injury. No further complications were reported or anticipated. The patient¿s weight, medical history, and other medications being taken at the time of the event were not available.